Event description:
This report is being filed upon notification from our mr manufacturer in another country of an event that occurred in another foreign country. The patient was having a MRI scan. Patient was scanned with the torso xl coil and received a second degree burn on the right upper leg, 15-20 cm below the hip. The size of this burn was 1 x 5 cm.

Manufacturer narrative:
Eval method: in this case, there was insufficient distance between the coil cable and the patient. Also, the site used high sar values. The cable became hot and the patient was burned. These kinds of incidents can be prevented as much as possible, by following the instructions for use. Since this has been reported several times. A solution is being developed in the form of a sleeve to be mounted over the cable. The sleeve forces the cables to have sufficient distance from the anatomy, which should reduce the rf interaction. This sleeve will be introduced for new torso coils and be issued as a fco for coils in the installed base.